Event description:
This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had fever/under the weather and warm to the touch, flu like symptoms/ flu bug that held on, swollen a little bit, injection site was sore, seemed ineffective (device ineffective). Also device malfunction was identified for the reported lot number. No medical history or concurrent condition was provided. The patient had past treatment with synvisc one. The concomitant medication included cortisone. The patient had no allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (indication: bone on bone) into the right knee (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in (B)(6) 2017, the patient had a fever over a month (unsure of temperature) and he also had swelling and pain in his knee. They never checked the temperature but patient was "under the weather and warm to the touch". It was reported that the odd thing with this synvisc-one injection was that from the time patient had it, he hurt and the injection site was sore. On an unknown date in (B)(6) 2017, the patient was feeling "flu-like" symptoms that he just could not kick since the synvisc-one injection. It was reported that the patient did not do any exercise post injection. On an unknown date in (B)(6) 2017, after unknown latency, the patient was swollen a little bit and had been more sensitive this time. It was like he had a "flu bug that held on". It was reported that the patient could bear weight on the leg but the last synvisc- one injection seemed ineffective (device ineffective), it did not help with the pain and did not provide him with relief. The patient took ibuprofen and had rest for the knee. The patient did not have blood work, cultures or knee drained and was not hospitalized. The patient did not take any immunosuppressant and was healthy (bikes and works out). The patient had "bone on bone" in right knee from being a runner. Corrective treatment: ibuprofen and rest for fever / under the weather and warm to the touch, flu like symptoms/ flu bug that held on, swollen a little bit, injection site was sore outcome: unknown for fever / under the weather and warm to the touch, flu like symptoms/ flu bug that held on, swollen a little bit, injection site was sore an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 10-jan-2018: this case concerns a male patient who has received synvisc one injection from the recalled lot and later had fever and flu like symptoms. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 03-jan-2018 from a patient. This case concerns a 47 years old male patient who received treatment with synvisc one and later after unknown latency had fever/under the weather and warm to the touch, flu like symptoms/ flu bug that held on, swollen a little bit, injection site was sore, seemed ineffective (device ineffective). Also device malfunction was identified for the reported lot number. No medical history or concurrent condition was provided. The patient had past treatment with synvisc one. The concomitant medication included cortisone. The patient had no allergy. On (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (indication: bone on bone) into the right knee (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in (B)(6) 2017 , the patient had a fever over a month (unsure of temperature) and he also had swelling and pain in his knee. They never checked the temperature but patient was "under the weather and warm to the touch". It was reported that the odd thing with this synvisc-one injection was that from the time patient had it, he hurt and the injection site was sore. On an unknown date in (B)(6) 2017 , the patient was feeling "flu-like" symptoms that he just could not kick since the synvisc-one injection. It was reported that the patient did not do any exercise post injection. On an unknown date in (B)(6) 2017 , after unknown latency, the patient was swollen a little bit and had been more sensitive this time. It was like he had a "flu bug that held on". It was reported that the patient could bear weight on the leg but the last synvisc- one injection seemed ineffective (device ineffective), it did not help with the pain and did not provide him with relief. The patient took ibuprofen and had rest for the knee. The patient did not have blood work, cultures or knee drained and was not hospitalized. The patient did not take any immunosuppressant and was healthy (bikes and works out). The patient had "bone on bone" in right knee from being a runner. Corrective treatment: ibuprofen and rest for fever / under the weather and warm to the touch, flu like symptoms/ flu bug that held on, swollen a little bit, injection site was sore outcome: unknown for fever / under the weather and warm to the touch, flu like symptoms/ flu bug that held on, swollen a little bit, injection site was sore a product technical complaint was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Follow-up information was received on 01-mar-2018. Global ptc number was added. Pharmacovigilance comment: sanofi company comment dated 10-jan-2018: this case concerns a male patient who has received synvisc one injection from the recalled lot and later had fever and flu like symptoms. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.